Event description:
It is reported that a customer passed away on (B)(6) 2014. The customer's blood glucose level at the time of death was over 600 mg/dl. The customer went into diabetic ketoacidosis and tried to crawl to the telephone to phone for help but died on the floor before making it to the phone. The patient was wearing the pump at the time of death. The caller was a family member. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.